Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and device evaluation. Additionally, to provide an update to fields (b5, d9, d10, h3, and h11). Inspection of electric cabling were carried out after the incident and had a perfect result. Additionally, an olympus field service engineer (fse) checked and inspected the device. The device has passed and is capable of safe operation. Furthermore, the clv-s190 light source and otv-s190 video processor were inspected after the incident by electrical equipment inspection technician, also with perfect results. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a specific root cause of the reported event could not be identified with the information received. Additional information received: the hospital follows the instruction for use. The device was grounded using the yellow-green grounding cable to the grounding socket. The earthing points and cables were checked by an inspection company right after the incident and found no defects. Olympus will continue to monitor field performance for this device.

Event description:
Additional information received: it was reported that the operation table was manufactured by scherex and the model name is axis 600. A disposable absorbent pad size 250x80cm was laying between the table and the patient. Additionally, anesthesia pads the patient's hands with a non-woven fabric. The patient's position after turning was right side, laying on the stomach with (both) hands above the head. Changes in the posture during the surgery occurred only when changing the position (laying on back vs. Laying on the patient's stomach). The customer is unsure if shockpulse se lithotripter (spl-sr) used with light source (clv-s190) are related to the finger burn. However, clv-190, visera elite video system center (otv-s190) and spl-sr were supplied from the same power source. The devices were connected to the socket bar on the trolley, which was then connected to the socket on the hall.

Manufacturer narrative:
This report is related to the following linked patient identifiers: (B)(6). The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported, when the patient was turned from the prone position after the therapeutic percutaneous extraction of stone, a burn was found on the belly of the second finger of the right hand (10 x 15 mm) at the point of contact with the operating table. The burn occurred during the procedure; however, neither the device nor cabling (power and ground cable) showed signs of damage. The burn was classified as grade ii b (classified as deep burn - the skin damage extends into the deep layer of the dermis) ¿ iii (classified as irreversible skin damage across the entire width and destruction of the capillary network of the dermis) by the department of burn medicine and was treated with betadine compress every other day. At the time of operation, this light source was in place; thus, the customer wanted to check the electrical safety for this device. There were no reports of further patient harm.